Event description:
It was reported that a patient stated their sensor was not connecting to the device. The patient indicated they had already restarted the device, but the connection issue persisted. It was confirmed that the patient was not using a separate continuous glucose monitoring receiver. The patient was asked to review the continuous glucose monitoring settings, after which a blood glucose value of 293 mg/dl was displayed. The patient reported that blood glucose levels were affected, with a highest value of 293 mg/dl and levels remaining outside the target range. When asked for additional information regarding the elevated blood glucose and any corrective actions taken, the patient declined to answer. The patient also refused to answer questions regarding ketone testing, professional medical intervention, other assistance received, or any immediate health effects. The call ended when the patient stated they could not continue the conversation and disconnected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.